Event description:
Healthcare professional reported four days after injection with juvederm ultra plus xc in the nasolabial folds and jowls, the patient experienced a "vascular occlusion" at the right upper lip with "small bruising" and subsequent necrosis of the right nasolabial fold. The patient was treated with "hylenix", a type of hyaluronidase, as well as "topical and oral antibiotics". Symptoms completely resolved approximately 9 days after onset.

Manufacturer narrative:
Medwatch sent to the FDA on: 07/31/2014. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of a vascular occlusion involving bruising and necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.